Event description:
It was reported the distal cover of the cystonephrofiberscope fell off. The issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, the distal cover was insufficiently attached to the device and the distal cover had stress during the procedure by friction from twisting/pushing/pulling the device in a patient¿s body, and contact of the device with mouthpiece, etc. However, it could not be specified/presumed the occurrence of the cause of the event as the distal cover was not sent to olympus. A definitive root cause could not be determined. User may detect the suggested event by handling the device in accordance with the following IFU. Operation - precautions. Preparation and inspection - attaching accessories to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the distal cover of the cystonephrofiberscope fell off. The issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed without delay with the same device. There were no reports of patient harm.

Manufacturer narrative:
Please see correction to h6 component code of the initial medwatch. The information was inadvertently selected.